Event description:
Infant weaned from high frequency nasal cannula (hfnc) at 1.5 lpm flow to 1 lpm flow then transitioned to regular nc at 1 lpm flow soon after. Fio2 range on hfnc that day was 26% -35%. Fio2 range after transitioning to regular nc was 36%-44%. On the next day, the fio2 range was 45%-51%.on the third day, chest x-ray ordered due to increasing fio2 needs. Fio2 needs at 49% increasing past 50%. That afternoon, nnp was notified of fio2 increasing past 60%. Infant was put back on hfnc that same afternoon at 1 lpm flow at 23% fio2. At the time the infant was being put back on hfnc, the clinician noted the water bottle for humidity of regular nc was not functioning. Clinician then placed infant on regular nc at 1 lpm flow at 23% a few hours later. The o2 sats were 85-95%.